Event description:
A peritoneal dialysis (pd) pt reported that she found a fluid leak during her treatment. When the pt was in treatment, she saw fluid leaking from the tubing set pt line. The pt was advised to contact her pt nurse. The set was made available for eval. During f/u, the pt's pd nurse reported that the pt was given 2 grams of prophylactic antibiotic vancomycin and there are no signs of infection. No adverse event reported at this time.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval and the complaint is not confirmed. The set was visually inspected and no defects were found. The set was simulation use tested and no leaks were observed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.